Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si prostatectomy and cystectomy for invasive bladder cancer on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes operative and hospital reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012 patient presented with robotic prostatectomy, cystectomy and bilateral pelvic lymphadenectomy, and retroperitoneal lymphadenectomy, with ileal neobladder. Subsequently developed numbness and weakness in right leg. Had no prior weakness in leg. Diagnosed as a right femoral nerve palsy, possible related to positioning for lengthy surgery. Then followed by dr (B)(6). Temporally the issues are related to the surgery time this physician noted. Extensive testing nerves, muscles, spinal cord show no other disease process.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient sustained a uterer injury during a da vinci surgical procedure. Positioning for the operation was the critical factor here. Unrelated to da vinci device.